Manufacturer narrative:
Complaint no: (B)(4). The patient was born on an unreported date in 1942. On an unknown date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The patient was hospitalized. The cause of and treatment for the event was not reported. Extraneal and physioneal therapies were ongoing. The patient was recovering from the bacterial peritonitis. No additional information is available.